Manufacturer narrative:
Shipping damage.

Event description:
It has been reported that the bassinet arrived at the hospital with one of the casters ripped off the unit. The particle board around the caster was smashed and ripped out as well. No patient involvement or adverse consequences were reported.